Manufacturer narrative:
H3: product analysis found that unable to do the software upgrade because the patient interface was faulty. The patient interface is unable to charge when docked in the docking station of the nim vital console. The patient interface battery had failure. This is a demo unit for the internal staff, no healthcare professional or facility is involved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during testing, the patient interface was faulty, and not able to fully charge and connect to console via wireless mode. There is no patient involved in this event.